Event description:
It was reported that the patient began using his infusion device before he was trained and he programmed a bolus of 40 units. The patient was hospitalized. There is no malfunction alleged. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.